Event description:
It was reported to boston scientific corp that a wallstent enteral endoprosthesis was placed in '08. According to the complainant, after the stent was delivered to the target lesion, the nurse was unable to completely release the stent from the delivery system. The physician elected to retrieve the stent, and used another product (device and MFR are unk) to complete the procedure. The pt's condition was noted to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
The suspect device has been requested for eval; however, the analysis is not complete. Therefore, the cause of the reported malfunction has not been determined.